Manufacturer narrative:
Based on the claim against the product by the customer noting the image orientation issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have an endoscope adapter (aea) friction issue. The complaint regarding defective endoscope was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the site's system log showed 30 degree endoscope (part number 470057-08/ lot number 10049954) was last used in a procedure on (B)(6) 2022 via system sk0248. The alleged endoscope had 1969 lives remaining after the last procedural usage. The probable root cause of the endoscope issue is attributed to an aea friction issue and the issue was resolved by using alternate endoscope. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the endoscope had image orientation issue. Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the system had an image orientation issue on the 30 degrees endoscope plus. The surgeon stated that horizon was behaving strangely after sometime. The customer noticed the inverted movement of the instruments, and the image was rotated but the endoscope did not. The customer reseated sterile adapter, still the issue persisted. The surgeon was asked to take out the endoscope and test the endoscope rotation manually to determine if there was any block or grinding which they confirmed there was. An intuitive surgical, inc. (Isi) technical support engineer (tse) informed the customer to press e-stop when this happens again. The tse requested the customer to use a spare 30 degree endoscope. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with no reported injury, no delays and with a spare endoscope. It is unknown if the endoscope moved in the wrong direction. When the endoscope was pushed in, it was without any problems. But when the view needed to be changed from bottom to top on the console, the image turned upside down and the movements of the instruments were also reversed (left to right and vice versa). The camera could no longer be guided. In particular, turning movements were no longer possible. The endoscope did not move by itself. The problem was reproducible. The endoscope was removed and reintroduced, and the problem reoccurred whenever the view was changed. It would also have occurred if the focus was significantly changed. The exact re-installation of the endoscope solved the problem until the view was changed (rotation of the endoscope).